Event description:
It was reported that the pump declared an alarm during its operation. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge, and the cartridge alarm recurred despite following the proper loading technique. Technical support decided to replace the pump, informing the customer about the replacement and providing a replacement pump to ensure continuity of insulin delivery.